Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable. Additional information it was reported by the sales rep that during a laparoscopic surgery, the jaws did not open when it was used in the patients ¿body. It is not clear whether the tissue was clamped or not. The manual override lever was used since the reverse switch did not work. The second device was used, but the cartridge was not removed after firing. The cartridge color was gold. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # n56n95. The analysis found that one psee60a device was returned with no apparent damage and with one ecr60d cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed; if yes, how was the device removed; if yes, did the jaws eventually open: no information.

Event description:
It was reported that during a laparoscopic surgery, the jaws did not open. The cartridge color was gold. Another device was used to complete the case. There were no adverse consequences to the patient.